Event description:
Medtronic received info that this bioprosthetic valve, implanted 2 1/2 years, was explanted due to calcification of the leaflets.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with a gap at the point of coaptation and prolapse in the left cusp. All leaflets were slightly stiff, but flexible, except where visible mineralization was present. Visible mineralization was noted on the inflow of the non-coronary and left cusps. Intrinsic and extrinsic mineralization extended throughout all cusps resulting with the tissue appearing thin in some areas. Perforations and abrasions in the left and right cusps adjacent to the coaptive ridges appear to be due to contact with mineralization. Tissue deterioration along the free margin of all cusps appears to be due to mineralization. Remnants of glistening off-white pannus remained attached to the outflow rail of the non-coronary cusps extending to the non-coronary left and left right stent posts. Radiography shows trace to moderate mineralization in all cusps along the free margin and coaptive ridges of all cusps extending to the belly of the left cusp. Conclusion: cause of event attributed to pt's condition. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered a pt related condition.